Manufacturer narrative:
Device analysis report attached. This report is submitted on may 15, 2023.

Event description:
Per the clinic, the patient experienced poor performance with the device use due to improper placement of the electrode array. The device was explanted (B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery.